Manufacturer narrative:
The customer reported complaint of fluids entered into the autopulse platform (sn (B)(4)) and the autopulse wouldn't power up was confirmed during functional test. During visual inspection, there were no physical damage observed in the autopulse platform. The autopulse platform passed the initial functional test without any fault or error. Removed both front and bottom platform covers, fluid corrosion/damaged blue case (top cover) metalized coating was found. The top (light blue) cover necessitated to be replaced, the autopulse platform also required bio-cleaning. Following the service, the autopulse powered on without any issues. Per review of the archive data, no significant discrepancies were found in the archive file. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
It was reported that during patient use, fluids entered into the autopulse platform (sn (B)(4)) and it necessitates bio-cleaning. After use, customer attempted to power up the autopulse platform system for checkup, but the autopulse wouldn't power up. There were no error messages displayed on the autopulse platform. Return of spontaneous circulation (rosc) was successfully achieve. No consequences or impact to patient.